Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician replaced keypad due to no power. Based on the findings, service determined the reported issue was due to electrical failure of the front case keypad assembly. Device history review: a review of the device history record showed the device had a manufacture date of 03jun2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer "keypad". S6 soft key doesn't work. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The investigation is still pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported by the customer "keypad". S6 soft key doesn't work. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by the customer "keypad". S6 soft key doesn't work. There was no additional information provided and no patient involvement.